Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system¿s keyboard and touchpad were replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The keyboard and touchpad were received by the manufacturer, but analysis results are not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the touchpad on the imaging system was working intermittently. There was no patient present when this issue was observed.

Manufacturer narrative:
Analysis was completed on the mobile view station (mvs) keyboard and touchpad that was returned. Through visual/physical examination and functional testing, the reported complaint was unable to be confirmed. All the keys and the mouse pad were intact. All the keys and the mouse pad responded to command correctly as expected. There was no fault found with the returned mvs keyboard and touchpad. If information is provided in the future, a supplemental report will be issued.